Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with juvéderm® volbella¿ xc. Five months later, the patient reported ¿delayed inflamed pea size nodules¿ on the lips. Two weeks later, the patient was treated with hylenex on each nodule. The next day, the patient reported their lips felt better, but there was ¿swelling,¿ causing the patient to have ¿duck lips.¿ event was ongoing.